Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  An arcos 3.5mm hex drive was returned and evaluated against the complaint. Visual inspection confirmed the tip to be fractured. The fractured portion was not returned. Oxidation spots were observed on the handle and shaft. The hex driver is lightly scuffed and scratched consistent with a multiple use instrument. The average hardness of the driver was measured and found to be within specifications. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured. Attempts have been made and additional information on the reported event is unavailable at this time.